Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 50 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the device system was fully explanted due to an infection at some point. The date was unknown, and it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. On the date of the report, the patient was implanted with a new system. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.